Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces, with severely cracked case on lcd display window corners and scratched lcd window. The insulin pump had corroded motor assembly and corroded motor assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 170 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.